Event description:
A malfunction on a pump was reported by the caller, which occurred after a sequence of touches involving quick actions like delivering a bolus. There was no adverse impact on the customer's blood glucose level. The customer reset the pump independently, and the malfunction did not recur. Technical support advised the customer to call back if any malfunction code happens again, and the customer acknowledged this instruction.